Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle is detached from the thread. This occurred prior to use.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 5 open samples with the needle detached from the thread (threads are still wound on the pack). Taking into account these open samples received and that there are previous confirmed complaints, we consider that this complaint is also confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective open samples received show that the needle is escaped from the thread. Final conclusion: taking into account the open samples received and that there are previous confirmed complaints for this code-batch and regarding the same issue, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.